Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2012, due to infection. The tibial bearing was removed and replaced.

Manufacturer narrative:
This report is being forwarded to relay lot and manufacturing information, as well as product evaluation. Visual inspection of returned bearing shows no abnormality that might cause infection. Locking bar tang was bent from removal but otherwise did not show any visual sign of abnormality. Review of sterilization certification confirms device was sterilized in accordance with iso (B)(4).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "early or late postoperative infection and allergic reaction". The lot number identification necessary to review manufacturing history was not provided.